Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture shortly after implant. In addition, there was stimulation observed during high outputs and an increase in r-waves. An x-ray was performed and the physician believed there was a micro-dislodgement, so a lead revision occurred. The rv lead remains in service and there were no additional adverse patient effects reported.